Event description:
Patient reported left side ¿pain,¿ ¿wrinkles,¿ ¿full body inflammation,¿ ¿inflammation,¿ ¿lymph nodes swelling in armpits and neck area,¿ ¿skin rash.¿ patient additionally reported ¿depression,¿ ¿weight gain,¿ ¿allergies¿ ¿bii,¿ ¿always tired¿ ¿fatigue,¿ and ¿feeling exhausted¿ all not related to the device. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5102390. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "lymph nodes swelling in armpits and neck area".